Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the device diagnosis to pump migration and the clinical diagnosis to pain at intrathecal pump site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.0 mg at 0.8003 mg/day) and prialt (6.2 mcg at 0.4961 mcg/day) drug via an implanted pump. The indication for use was non-malignant pain and degenerative disc disease. It was reported the patient was having pain at the pump pocket site on (B)(6) 2019. It was noted the pump pocket was mobile and tender. The clinical diagnosis was uncomfortable intrathecal pump. It was indicated the event was unlikely related to the device or therapy and related to the implant procedure. The pump pocket was revised on (B)(6) 2019 and the issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6).